Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 - (B)(4) 2012, device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: review of the black box and history did not show any manual time or date changes. On testing, a 10 unit bolus was performed successfully using test meter s/n (B)(4) and was accurately recorded in the pump history. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was exercised for 24 hours on an one unit per hour basal program, the pump maintained the correct date and time setting during test. The pump was tested on a 29 hour flow test and was found to be delivering within specifications. Unrelated to the complaint, the keypad was noted to be torn near the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the contrast and ok keypad buttons had intermittent response and required excessive force to evoke a response. All the other keypad buttons were appropriately responsive and had normal spring back or click. The keypad cover was removed for investigation and revealed no hypersensitive or inverted button contacts. There was, however, visible contamination under the contacts of all the buttons.

Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report that on (B)(6) 2012 the patient obtained the blood glucose reading of ''hi mg/dl'' (greater than 600 mg/dl) and she experienced the symptoms of nausea, vomiting, heart palpitations and tested positive for large amounts of ketones. At 2:00 am that morning, the patient noted the pump insulin cartridge was empty. The patient performed a complete reset of the pump, and took a correcting bolus of 11.0 units insulin. The patient was admitted to the hospital with a diagnosis of dka and treated intravenously with insulin. The patient's mother alleged the pump was not delivering the correct basal rates. Troubleshooting revealed the pump's time setting was incorrect by twelve hours, which can affect basal delivery. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique was incorrect by not correctly setting the pump's date/time. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia afterwards, and was admitted to the hospital in dka, this complaint is being reported.